Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg),  after placement and tether cut, the cut tether was pulled without pulling the tether retainer pin, causing the retainer pin to touch the guiding handle. Tension was applied on the leadless ipg and high thresholds were observed. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 28-mar-2023/ serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 09-sep-2021 / labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.